Manufacturer narrative:
Additional information was received that there was no actual skin breakage. Database analysis revealed no anomalies.

Event description:
A report was received that the patients implant site was very sensitive to touch and was sticking out of the back. It was unknown if there was skin breakage. Imaging was also taken and showed that the implant moved and lodged between two bones in the spine and hip.

Event description:
A report was received that the patients implant site was very sensitive to touch and was sticking out of the back. It was unknown if there was skin breakage. Imaging was also taken and showed that the implant moved and lodged between two bones in the spine and hip.